Event description:
It was reported that there was a leak in the strata ii valve.

Manufacturer narrative:
(B)(4). The valve was patent and passed siphon and reflux testing. The device performance met all established specs for pressure-flow and preimplantation testing. However, the valve did not meet the requirements for leak testing due to two small tears in the silicone dome above the reservoir. It is unk how or when the damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of MFR.